Manufacturer narrative:
Testing of actual/suspected device: the getinge field service engineer (fse) resolved the issue by replacing the doppler ultrasonic iabp assy, and then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6), biomedical engineer, (B)(6).

Event description:
It was reported that during preventative maintenance service the cs300 intra- aortic balloon pump (iabp) unit's doppler was non functional. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Event site telephone: (B)(6).